Manufacturer narrative:
Corrected data: section g4 providing the PMA number should have remained blank on the initial MDR and the following statement should have been added to section h10. Therefore, this filing corrects the original information regarding this section as follows: section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the united states under PMA p980040. Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: product evaluation was not performed because the product has not been received. The photograph provided by the customer was evaluated. The photograph showed the suspect lens with both haptics stuck together. Based on the photograph, no further evaluation could be performed. The complaint issue of haptic stuck to haptic was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics of the intraocular lens (iol) were stuck together, suggesting additional maneuvers to unlock them. No further details were provided.